Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: b4, b5, d2, d4, d9, g1, g3, g6, h1, h2, h3, h4, h6, and h11. Review of the most recent repair record determined the device was not cutting properly; components were damaged / worn. The machined head and reciprocating arm were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that at unknown timing, the an dermatome handpiece was identified as shredding skin grafts. There was no information available regarding the patient impact. No additional information available is indicated. Diligence is complete.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Evaluation and investigation is in process. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that at unknown timing the an dermatome handpiece was identified as shredding skin grafts. There was no report of harm to patient or operator or delay to a procedure. No additional information available is indicated. Diligence is complete. No adverse events were reported as a result of this malfunction.